Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose readings and hospitalization. The customer's blood glucose reading was 22 mg/dl. The customer stated that he had hypoglycemic episodes from the pump. The customer stated that he was not in vehicular accident. The customer stated that he did not change his diet and did not have any symptoms. The customer stated that his blood glucose was up to 300s mg/dl. The customer stated that he was brought to the emergency room for hypoglycemia. The customer received treatments for the low readings.